Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was visible to the 8th distal stent wraps with struts raised. Slight deformation evident to distal tip. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a moderately tortuous, moderately calcified lesion with 90% stenosis in the distal circumflex (cx) artery. The lesion was pre-dilated. There was no damage noted to packaging. There were no issues when removing the device from the hoop. Device was inspected with no issues. Negative prep was performed with no issues. The resolute integrity did not pass through a previously deployed stent. The device failed to cross the lesion and was pulled back. Excessive force was used during delivery. Resistance was encountered when advancing the device. The procedure was completed using a non-medtronic bare metal stent. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy. There is no patient injury. Analysis of the returned device confirmed damage to the stent struts. The physician believes that the event is related to patient morphology / anatomy or procedural related and not related to the device.